Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge change error message occurred when the user attempted to load a new cartridge. The user's blood glucose (bg) level was 519 mg/dl. Additionally, the user reported a bg level of over 600 mg/dl with large ketones earlier in the morning. Reportedly, the contact suspected that the site was the cause of the bg level as a site change lowered the user's bg level to in the 200's (mg/dl). The user discarded the old site and did not identify any issues with the site. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.